Event description:
It was reported to philips that the lead set did not pick up the dotted lines. The device was reported as being in clinical use at the time of the event on a patient. However, the initial reporter confirmed that there was no adverse patient impact.